Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure in the left atrium, the airlock drew in air. The sheath was replaced and the procedure was completed with no adverse patient consequences. The sheath had been properly prepared and no visible damage was observed on the device.